Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval is in progress. When the eval is complete a supplemental report will be submitted.

Event description:
It was reported that the wireless battery module was damaged due to fluid intrusion. It was also reported that there was no pt injury.